Manufacturer narrative:
Eval summary: x-ray of lead indicates two sections of the j stiffener wire were rec'd. Since the electrode tip was not rec'd, unable to determine the distance of the two fractured sections in relation to the electrode tip. One section of the j stiffener wire measures approx 20mm and the other sections measures approx 20mm therefore it appears that approx 78mm of the j stiffener wire was not rec'd with all recorded measurements adding up to approx 40mm. Sem analysis pending on fractured j stiffener wire.

Event description:
Explant method: intravascular, superior. Technique/tools: direct traction, direct traction with locking stylet, intravascular counter traction, sheath(s), laser. No complications.